Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant balloon was used as an accessory device for an unknown endovascular treatment. During the procedure it was reported, the device was difficult to insert through the non mdt 12f introducer sheath. The sheath was replaced with larger non mdt 16fr sheath but again it was difficult to insert due to the interference at the peripheral part of the non mdt stent graft limb which had been placed. Insertion was attempted several times but it was decided to replace the reliant balloon with a non mdt balloon which was reportedly inserted without any issue. Per the physician, the cause of the event could not be determined. No additional clinical sequalae were reported.